Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the probe intermittently tracks.

Manufacturer narrative:
Additional information received on the initial reporter. If information is provided in the future, a supplemental report will be issued.